Event description:
It was reported that metal shavings came out in the beginning of the case. There was reportedly no harm to the pt and the blade was able to be switched out and worked fine.

Manufacturer narrative:
Additional info will be provided once investigation is completed.